Event description:
In 2008 tech - siderails were loose and intermittent not latching, repaired siderails. On the folloiwng month, tsr stated that the latching of the intermediate siderails was intermittent. Problem due to wear and tear. Tsr replaced the siderail side arms, the dowel for the latch mechanism.